Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Revised metal backed patella due to implant loosening and anterior knee pain. Revision date not known. Initial op date (B)(6) 2010.